Manufacturer narrative:
Found during investigation that the complaint was not the same malfunction as previously reported. Depuy considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Cracked handle. Returned in loan kit. No other information given.